Manufacturer narrative:
(B)(4): the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a renal rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, while attempting to ablate the kidney, a generator error occurred. The connections were checked and the system restarted, but the error recurred. The electrode was then replaced with another of the same and the procedure was able to be completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.